Manufacturer narrative:
The complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) turned on power to the pump and the pump went through its self-test at startup. After a period of warmup, the pump¿s display started to dim and the pump rebooted and started its self-test again. With the driver/power board placed on the test fixture, flexing the board caused a rebooting and repeating of self-test to occur on the test fixture. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per field service representative (fsr), it seems as if there was a power issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was constantly rebooting. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.